Event description:
It was reported the pt experienced weakness on her right side. The pt has bilateral dbs implants to treat essential tremor. The pt reportedly felt the left side was good, but noted her speech was also slurred. Additional information has been requested but was not available on the date of this report. See MFR report #3004209178-2008-00041.